Event description:
It was reported that upon completion of procedure, substantial char formation was noted around the very proximal part of distal electrode. Throughout the procedure no impedance/temperature/wattage changes were noted that would indicate char formation. The physician noted a steam pop at one point when blood pressure was checked and an echo performed. No perforation was made and the procedure continued. The physician was not sure whether the char could have contributed to the pop. Also a small pocket of tissue was noted when ablating, although no ablation parameters changed, the physician commented this could have contributed to char formation. The catheter flushed properly before and after the procedure. The procedure was completed with no patient consequences.

Manufacturer narrative:
(B)(4). It was reported that upon completion of procedure, substantial char formation was noted around the very proximal part of distal electrode. The physician did note a steam pop at one point when blood pressure was checked and an echo performed. The physician was not sure whether the char could have contributed to the pop or been caused by the pop. The returned device was visually inspected and it was found normal. Afterwards the unit was evaluated under electrical, temperature and generator tests and it passed. In addition, patency flow and cool flow pump tests were performed and it was found that all the holes were flushing properly and cool flow test results were found within specifications. The customer complaint cannot be confirmed. The device history record (DHR) was revised and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Investigation is still in process. A supplemental 3500a report will be submitted to the FDA once that the product analysis is completed. (B)(4).